Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. 8 devices were received for evaluation; 8 events were confirmed during testing. 8 devices were found to be affected by trigger corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device ran on. There was no patient involvement; no patient impact.